Event description:
It was reported to bsc/target that the gdc-18 guglielmi detachable coil was placed in the aneurysm without being detached, but the physician was not happy with position so he pulled the coil back to the microcatheter. Half of the coil was backed in the microcatheter and then the coil detached itself without being connected to cables or power supply. So, the physician pulled out the microcatheter and coil, all in one system. The pt was reported to be in good condition.